Event description:
Patient reports both cadd legacy pumps (417655 maintenance due 7/21/21, 417733 maintenance due 7/22/21) beeping saying no disposable. First started beeping an hour back, last mixed yesterday: does it every 48 hours. Cassette was empty, no leaks anywhere so patient went ahead and mixed again and one of them seems to be working now, without any issues. Patient is at maintenance dose 120ng/kg/min, 39ml/24hr. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? No; both devices seem to be working after patient put in new cassette) did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes. No need to ship replacement since both pumps work. Reported to (B)(6) by pt/caregiver.